Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the corroded video connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center / camera head connector was out of service, had parasites and image loss. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was an intermittent image due to a corroded connector. Additional findings include a loose video connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.